Manufacturer narrative:
Unit alarmed compromise force sensor at 4.0 lbs during prime/delivery test due to force sensor resistor damage by moisture. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window.

Event description:
It was reported via phone call that customer received a button error alarm and was not sure how it occurred. Customer's blood glucose was 270 mg/dl. It was advised that insulin pump would need to be replaced.